Manufacturer narrative:
Pump was received with blank display due to moisture damage on lcd board. No high pitch sound noted during testing. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was no longer functioning after being exposed to water. The customer also reported that the device had a high pitched tone coming from it. Customer also reported that water was visible under the display screen. Blood glucose level at the time of the incident was 39 mg/dl, which was treated with juice. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.